Manufacturer narrative:
The customer¿s report of leak at connection to the drip chamber set was confirmed. Visual inspection of the set noted that pvc tubing was completely separated from the drip chamber blood filter top cap inlet port. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. Leaking was observed. Dimensional analysis was performed and the pvc tubing measured to be within specification. The root cause of the leak was due to insufficient solvent being applied at the engagement of the pvc tubing during manufacturing process.

Event description:
The customer reported that a leak at connection to the top of the drip chamber shortly after the start of the blood transfusion. No patient harm was reported.

Manufacturer narrative:
No product will be returned per customer. The event occurred the week of (B)(6) 2018, however the exact date is unknown. The set was discarded due to blood contamination. The root cause of this failure was not identified.

Event description:
The customer reported that a leak at connection to the top of the drip chamber shortly after the start of the blood transfusion. No patient harm was reported.